Manufacturer narrative:
(B)(4). The dexcom g5 mobile glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/28/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as yellow pus and a rash 3 inches across in a circular formation. Reaction was located under the skin and around the sensor adhesive. On (B)(6) 2016, the patient spoke to their healthcare provider regarding the rash and was advised that they should see their primary care doctor. No additional event information was provided. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined